Event description:
It was reported that following the discharge after the implant of the leads of the spinal cord stimulator (scs) system that exudate was observed from the wound, it is unclear whether this was from the implantable pulse generator (ipg) implantation site or the lead implantation site, but the surgeon said that it was probably from the ipg implantation site. The patient was referred to and admitted to the hospital. There has been no indication of a causal relationship between this incident and the product implanted, and the patient continues to be monitored.